Event description:
MFR rec'd notice on 03/01/2000 alleging that on or about 02/18/2000, pt experienced headache, fever, back pains, nausea and diarrhea. Pt reported being diagnosed with toxic shock syndrome. Pt was allegedly using kotex super plus and kotex regular menstrual tampons.